Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the rep that the surgeon reports that the atw35 firing handle would not advance completely. The pt was converted to an open procedure due to bleeding.